Event description:
Reporter alleged obtaining a discrepant blood glucose result of hi (greater than 600 mg/dl) on aviva system 1 compared back to back with a result of 152 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 300957, expiration date 05/31/2009). Reference medwatch report is for the suspect device used in system 1.